Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device failed insulation testing.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: did not pass insullation. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is crack on the insulation due to possible user misuse, improper sterilization methods, or normal wear. The reported failure mode will be monitored for future reoccurrence. Mfg date: 03/18/2014. (B)(4).

Event description:
It was reported the device failed insulation testing.